Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The channel cleaning brush bw-20t was evaluated at olympus medical systems corp. (Omsc) and it was confirmed that the tip was removed. Furthermore, as a result of the evaluation, multiple bucklings of the sheath part were confirmed. Omsc concluded that the reported event was caused by an unexpectedly applied external force when inserting and removing the brush bw-20t. Or it may have been caused by the brush bw-20t being pulled when it was caught by foreign material inside the endoscope. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during cleaning of the olympus gastrointestinal videoscope gif-h290z, the tip of the channel cleaning brush bw-20t was came off. The tip of the brush bw-20t that came off was caught in the videoscope gif-h290z. Only one week has passed since the brush bw-20t was opened. There was no report of patient injury associated with the event.